Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, the patient presented with neck and bilateral arm pain unresponsive to conservative treatment. Patient was diagnosed with 2 level spondylotic disease at c5-6 and c6-7 with collapse of the disc space with narrowing of the foramen, cervical disc herniation. The patient underwent acdf c5-6 using cervical plating, hydrosorb, and rhbmp-2/acs. No complications were noted. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: anterior cervical plating, c5-7; for pre-op diagnosis of: cervical disc herniation. No complications were reported. On (B)(6) 2003, patient underwent following procedure: anterior cervical discectomy and amith-robinson fusion and high absorb c5-6, c6-7; for pre-op diagnosis of: cervical spondylosis, foraminal stenosis, c5-6, c6-7. Two appropriate sized hydrozoan grafts filled with infuse were placed in disc space with a mm countersink. Additional infuse was placed in lateral anterior of grafts. No complications were reported.